Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a leak on the cuff. It was checked numerous times and it was losing pressure throughout the day. The patient was reintubated.